Event description:
Following percutaneous transluminal coronary angioplasty a coronary vessel dissection was noted. Attempts to advance a coronary stent with delivery system to the target lesion site in the pt's circumflex artery were unsuccessful. During withdrawal of the sds, it was noted that the stent was not attached to the balloon catheter. A mechanical snare was advanced to the vicinity of the aorta in attempt to locate and retrieve the stent. The stent was not located. The pt was sent for urgent coronary artery bypass graft surgery to repair the dissection. Surgery was successful and there were no add'l clinical sequelae reported relative to the event.